Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 05/29/2014. Evaluation showed broken tubing around weld at rear. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the consumer advised her underneath the chair the frame is broken.